Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a possible false af episodes were noted. Review of the af algorithm indicated appropriate r-wave sensings. No programming changes were recommended. Later, after reviewing episodes, physician decided to change af episode parameter.